Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found gear train anomalies of the motor, specifically corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Event description:
It was reported that telemetry confirmed a critical alarm was occurring due to a motor stall. The logs showed a stall began at 7:22 am on the date of this report and the pump had not yet recovered. It was verified there had been no reason for the stall, such as a MRI. The patient was not currently having any symptoms. The device system was used to deliver morphine. It was further reported the pump was explanted. It was later reported that the patient experienced withdrawal. There was reportedly no patient injury and that the patient recovered without sequela following the replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.